Event description:
It was reported that during a thyroidectomy procedure, the scrub nurse washed the jaw of the device with gauze as usual. But the tissue pad became separated from the jaw. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 08/13/2008. Info anticipated, but unavailable at this time.